Manufacturer narrative:
Name: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient reported tape not sticking on (B)(6) 2026.